Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a constant 'beeping' noise with device use. Reprogramming attempts were made and external equipment was exchanged; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2014. During the same surgery the patient was reimplanted with a new device.

Manufacturer narrative:
This report is filed october 21st, 2014.